Manufacturer narrative:
Device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the universal seal separated. It was not reported, what was used to complete the procedure. There were no adverse consequences for the patient. All devices were discarded.